Manufacturer narrative:
Concomitant medical devices: 694758 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible intermittent oversensing and undersensing at times. There was also possible loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.